Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the rep was sending the ins back for analysis. The rep reported the ins was explanted and replaced using the same lead. Rep reported that the patient was intermittently complaining of a sudden sharp/stabbing sensation with some programs. Rep did not have those programs. Rep reported patient was programmed with a-g with 1 program in each group. Rep reported the sudden sharp intensive stabbing sensation would last from 1 minute or sometimes longer when patient had turned stimulation off. The rep checked impedances with the old ins and the new ins, impedances were within normal limits. No further complications were reported/anticipated. .

Manufacturer narrative:
Analysis of the ins found insignificant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep was not sure of the cause of ¿stabbing, shocking¿ pain but since replacement he has not felt that sensation.